Manufacturer narrative:
(B)(4). Vyaire field service went onsite ventilator has 36938 hours and software version is 4.6. The power supply cooling fan not turning on. Power supply was replaced. During testing a burning smell began emanating from the power supply. Ac was unplugged and reconnected but burning smell began again and no indicator led's illuminated on front panel. The unit did not cycle back on. As a resolution power supply was ordered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator power cycle on it's own. As of this time there is no information about patient involvement associated with this reported event.